Manufacturer narrative:
The customer called and spoke with a remote service engineer(rse). It was confirmed the reported issue that the right speaker part of the device was defective. The customer was given part information for a replacement speaker. The customer has ordered the part to rectify the reported problem. The device remains at the customer site.

Event description:
The customer reported the device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.